Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the leads moved during physicial therapy and had to be revised. Relevant medical history includes complex regional pain syndrome type I.